Manufacturer narrative:
Testing was performed at alere on retained kit lot 161218 with the following internal serum/plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 161218 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 161218 showed a complaint rate of (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. Alere was unable to determine the exact root cause of the reported issue.

Event description:
A needle stick occurred after a female patient gave birth and as a result of the needle stick event the patient was tested with alere determine hiv-1/2 ag/ab combo. A (B)(6) ab result was reported with a sample on the alere determine¿ hiv-1/2 ag/ab combo test. The patient sample was sent for confirmatory testing and came back (B)(6), however due to the (B)(6) alere determine hiv-1/2 ag/ab combo result the nurse that was involved in the needle stick was provided prophylactic treatment. There is insufficient information to determine if a malfunction occurred. However, since the nurse that was involved with the needle stick's pregnancy status and patient outcome were unknown this event is being reported. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).